Event description:
The customer contacted stryker to report that their device turned off while in use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was verified but unable to be duplicated. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device turned off while in use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.